Manufacturer narrative:
(B)(4). Eval results: dissection.

Event description:
One endeavor sprint over-the-wire (otw) drug-eluting stent was implanted in the mid rca during the index procedure, a dissection is reported to have occurred which was treated by implantation of a second endeavor sprint otw stent. The investigator has indicated that this event was not related to the study device or study drug and was definitely related to the study procedure. The pt was discharge the day after the index procedure.